Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 was verified. The alleged cartridge alarm 5 was unable to be verified due to the cartridge not being returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery and the load sequence with multiple cartridges. Customer's blood glucose level was 250 mg/dl. In addition, it was reported that a cartridge alarm (alarm 5) occurred. Customer declined to further troubleshoot with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.